Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed and yielded 340cc of fluid. Patient was reported to be in stable condition. Patient fully recovered. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with an unspecified needle. There was no sheath information. Generator parameters, overall ablation time, and last ablation cycle time at the site of injury were not reported, as site and time of injury are unknown. There is no information regarding irrigated catheter flow setting or anticoagulation during the procedure. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no error messages reported on any bwi equipment during the procedure.